Event description:
The following info was reported to kci by the physician: on (B)(6) 2012, v.a.c. Therapy was initiated. The physician reported that a punctured bowel was observed while the pt was on v.a.c. Therapy. The pt was doing well during the first week of therapy however at the end of the second week the punctured bowel was reported. Add'l info rec'd on 30 jan 2012, the doctor reported that sometime between the (B)(6) 2011, the doctor believes that was when the punctured bowel happened. On (B)(6) 2011, v.a.c. Therapy was discontinued. The physician reported that because of the anaerobic environment, potentially ischemia, and the negative pressure exerted to the underlying small intestinal loop. The physician believes that v.a.c. Therapy should have only been on for the first week and for some reason the second week was just too much for the pt and the pt developed a punctured bowel. Since there was delayed healing of the small intestine rupture the bacteria persisted in the open trauma culture. On (B)(6) 2012, the pt was diagnosed with septicemia not related to the abdominal trauma. The pt was treated with antibiotics and the pt condition was improving.

Manufacturer narrative:
On (B)(4) 2011, the device was tested per quality control (qc) procedures and the unit passed qc checks and met specifications. On (B)(4) 2012, the device was returned to vamvas medicals for cleaning and eval. Inspection, testing and eval of the device did not reveal any evidence of an operational malfunction or defect with the device. The device functioned as intended. Device labeling, available in print states: foam must never be placed directly over exposed bowel. This must be protected with one or more layers of a fine-meshed non-adherent material, interposed between the foam dressing and the underlying bowel. When placing vac dressing in close proximity to vital structures, ensure these are adequately protected with overlying fascia, tissue or other protective barriers with respect to weakened, irradiated or sutured blood vessels or organs.